Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room was 600 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit she could not get her blood glucose down and dehydration diabetic ketoacidosis. The customer was released and she went to her diabetes doctor. The customer was wearing the pump at the time of emergency room visit. The customer was advised the 2 high blood glucose rule. The customer was able to perform high pressure test and test failed. The customer was advised that the pump will be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.